Manufacturer narrative:
The case involved an osteopetrosis patient with nonunion and implant failure after three months. Examination of involved nail manufacturing records indicated the implant was manufactured according to specification. The implant was not available to the company; thus, its physical examination was not possible. X-rays provided (of post nail failure) indicated the case involved nonunion of the fracture. Cases of nonunion as well as subsequent implant failure are known and documented in the literature, with reported nail breakage rates that range from 0.2% to 5.6% (1). (1) johnson na et al., risk factors for intramedullary nail breakage in proximal femoral fractures: a 10-year retrospective review. Ann r coll surg engl. 2017; 99(2): 145-150.

Event description:
A proximal femur nail was implanted to treat a sub-trochanteric fracture in a patient with osteopetrosis. Approximately 3 months after implantation, nail broke and was removed in a revision surgery.